Manufacturer narrative:
(B)(4). The device was not returned; therefore, an evaluation could not be conducted. The cause of this peritonitis was use error described as break in aseptic technique. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The patient was hospitalized for this event. The patient was treated with injections of 1gm vancomycin, 1gm fortum, and 1000 units heparin. The routes and frequencies of these therapies are unknown. The cause of the peritonitis was a break in aseptic technique. At the time of this report, the patient was recovering from this event. No additional information is available.